Event description:
It was alleged that during a case a fragment broke off into the pt. The piece was retrieved with no injury to the pt.

Event description:
It was alleged that during a case a fragment broke off into the pt. The piece was retrieved with no injury to the pt.